Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported pacemaker mediated tachycardia (pmt) episode.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode occurred, and the pacemaker successfully terminated the rhythm. Subsequently, the device was explanted. The reason was not provided. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.